Event description:
It was reported that a pump malfunction code recurred even after resetting the pump. There was no reported impact to the customer¿s blood glucose level. The customer was interested in obtaining an out-of-warranty loaner pump, as the original pump's warranty had expired, and a replacement was arranged by technical support.